Event description:
According to the reporter: the patient returned to the hospital with a staple line leak which will require re-operations. The amount of blood loss involved was not reported. No further information has been presented after additional request were made. No patient weight, sex or age information has been provided.

Manufacturer narrative:
MDR initial report submitted: 01/05/2009.